Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. While inserting the lead into the stylet it was observed that the lead helix extended without operator input. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.